Event description:
Had both left and right hip implants done (B)(6) 2004, implanted with pinnacle metal-on-metal hips. With right hip pain, and sudden inability to sit properly or walk, x-rays were done in 2011, that showed the femoral component was dislocated, and had closed reduction. X-rays showed lucency. Aspiration and arthrogram showed a large cystic lesion thought to be particle disease. A CT scan of the right hip showed multiple large lytic lesions/complex fluid collection thought to be particle disease, and osteolysis, with assessment of metal-on-metal reaction. In 2012, had inguinal pain, and x-rays showed ballooning osteolysis and lytic lesions - soft tissue destruction, tensioning problems. Revision of right hip was done (B)(6) 2012, with needed bone grafting also; dark fluid from the hip capsule was noted; the synovium and capsule showed black tissue staining and multiple synovial cysts; the head had severe corrosion; the proximal femur showed severe osteolysis; a radical synovectomy was done to remove the stained diseased synovium.